Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the high-definition multimedia interface (hdmi) port on the input/output panel had been damaged when an hdmi cord was ripped out of the port. There was no patient involvement. The medtronic representative called to report that the monitor would not connect to the boom and the boom monitor was flickering. Technical services suggested trying another boom, bypassing the hdmi port, and using a known working hdmi to digital visual interface (dvi) cable and dongle. All other systems were in use, the rep planned to call back with an update.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735854. H3, h6: a manufacturer representative went to the site to test the equipment. In summary, hdmi port hardware was replaced and the system performed as intended. Codes fdm b01, fdr c13, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.